Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in the moderately tortuous and non-calcified subclavian artery. A 4.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres for 60 seconds. However, during the second inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.